Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no.: 2298879 & 2284982 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Returned good sample received was contaminated, therefore it was not tested. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. See h.10.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: customer reports the issue started back in january, no specific date available. Only in the first incident a patient was treated unnecessarily with fluconazole, though there was no adverse effects. ¿ for what sample types are they? Blood bottles 442021, 442023 ¿ was the discrepant result reported and was there any treatment change as a result? Only for 1 patient the result was reported and was given antifungal for a couple of days. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details molecular false positive - candida tropicalis ¿ if consumable is tested on bd instrumentation, list serial numbers: lot#: 2298879 and lot#: 2284982 customer reports their biofire keeps giving a false positive result for candida tropicalis.

Manufacturer narrative:
B.1 was update from malfunction to adverse event. Event attributed to: 'other'. Added statement in b tab -other relevant history: "only one patient´s treatment was affected. Incident was related to lot#: 2284982 ref#: 442021."

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: customer reports the issue started back in january, no specific date available. Only in the first incident a patient was treated unnecessarily with fluconazole, though there was no adverse effects. For what sample types are they? Blood bottles 442021, 442023. Was the discrepant result reported and was there any treatment change as a result? Only for 1 patient the result was reported and was given antifungal for a couple of days. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive - candida tropicalis. If consumable is tested on bd instrumentation, list serial numbers: lot#: 2298879 and lot#: 2284982. Customer reports their biofire keeps giving a false positive result for candida tropicalis.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2298879. Medical device expiration date: 2023-07-31. Device manufacture date:2022-10-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: customer reports the issue started back in january, no specific date available. Only in the first incident a patient was treated unnecessarily with fluconazole, though there was no adverse effects. For what sample types are they? Blood bottles 442021, 442023. Was the discrepant result reported and was there any treatment change as a result? Only for 1 patient the result was reported and was given antifungal for a couple of days. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive - candida tropicalis. If consumable is tested on bd instrumentation, list serial numbers: lot#: 2298879 and lot#: 2284982. Customer reports their biofire keeps giving a false positive result for candida tropicalis.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 2284982. B5. It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unspecified number of molecular false positive results for c. Tropical. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unspecified number of molecular false positive results for c. Tropical. There was no report of patient impact.